Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm noted. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Event description:
Customer reported a motor error on her insulin pump. Customer's blood glucose was 125 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. She is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.